Event description:
On 05/06/2025, it was reported by a sales representative via (B)(4) that an ar-8400obe burr began to produce metal shavings were scattered throughout the shoulder while performing a right shoulder arthroscopy with rotator cuff repair. The facility opened a second burr with the same lot number and have the same issue. Solution: opened a burr with a different lot number. This occurred during use in a case. Additional information requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the devices due to side-loading the devices during use. Per dfu-0215-eo revision 1; f. Precautions: "6. Do not allow the rotating portion of any device to touch any metallic object, such as a cannula or arthroscope, during use. Damage to both devices is likely. Damage to the device can range from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo. If such contact does occur, inspect the tip. If there are cracks, fractures or dulling, or if there is any other reason to suspect a blade is damaged, replace it immediately 7. Excessive "side-loading" on the device during use does not improve cutting performance and, in extreme cases, will cause irreversible damage to the device.